Event description:
New information received notes the atrial lead presented with noise. The lead was capped and replaced in a procedure on (B)(6)2023. Post-procedure the patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely having under sensing on the atrial lead which led to pseudo-pseudofusion. Intervention discussed but not made as of yet. There were no patient consequences.